Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose on (B)(6) 2019. Customer¿s blood glucose was 27 mg/dl. Customer became incoherent after playing golf and getting into his car after suspending insulin pump due to noticing blood glucose going low. Customer was treated by paramedics with glucagon shot. Troubleshooting was performed and customer did not believe that insulin pump was over delivering insulin. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Insulin pump is not expected to return for failure analysis.